Event description:
A customer contacted beckman coulter inc. (Bci) stating that a patient was diagnosed with diabetes on a hemoglobin a1c (%hba1c) automated pre-treatment (apt) result that was generated by the au681-02e clinical chemistry analyzer. Confirmation could not be made on whether this result was erroneous. It is unknown if patient treatment was affected based on this result.

Manufacturer narrative:
Incorrect calibrator set point was entered for hba1c calibrator level 1. This would only affect samples with hba1c values less than 0.039 g/dl. No malfunction was found in the analyzer. The hba1c automated pre-treatment (apt) was performing within manufacturer specifications.